Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. A nurse was bedside when the reported issue occurred and they immediately placed the patient on another ventilator for support. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. Personnel later attempted to troubleshoot the reported issue, but the device began to cycle power by itself before shutting down completely. (Please note: section a4, patient weight, is actually 25.5 kg, however the esub does not accept decimals.)

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device alarming "system fault" and unexpectedly losing power (rebooting) by itself was confirmed. Ventec observed that the pin 8 side of integrated circuit (ic), designator u508, had lifted off of the control board. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was an integrated circuit (ic), designator u508, of the control board.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).